Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the battery fallout test and did not alarm for the full 2 minutes. No adverse effects were reported.